Event description:
It was reported that "doctor was performing a procedure at 9:00 am today he smelled that the equipment was emitting a burnt electrical smell." "Procedure was completed with no adverse event to the patient."

Manufacturer narrative:
System analysis/service repair on (B)(4) 2016: the reported issue of burnt electrical smell from the device was not confirmed. The unit was opened up and no acrid smell, smell or burnt components were noticed. It was noticed that only a quarter of the coolant was left remaining from last preventative maintenance performed in (B)(6). The remaining coolant was drained, filters and desiccant were replaced. Bottle on the back of unit was refilled with fresh water. No leaks were noted. The customer was informed to check on coolant level on overfill bottle on back of the unit and to fill it as necessary. The system was calibrated and noticed unit to be high out of manufacturing specifications about 65rf and 2.1 coolant flow; recalibrated the system to 80w, 120w and 180w to meet manufacturer's specifications was noted. The system was tested and verified to meet manufacturing specifications.

Manufacturer narrative:
Service repair was performed on august 09, 2016. Preventative maintenance was also performed during the repair was noted. Parts returned: the assembly, fru, auto volt s/n (B)(4) was received at the manufacturer on january 03, 2017. The auto volt was discarded was noted. Probable root cause: based on the information provided, the probable root cause was undetermined.